Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "the water out alarm on the heater goes off when there is still 1/2 to 3/4 water left in the bottle. The clinician will squeeze the bottle to get the magnet off the bottom of the column, and the alarm will return several minutes later." Alleged malfunction reported as detected during use. It was reported there was no patient injury or consequence. (Water bottle device reported ((B)(4)) captured in companion report number 1417411-2018-00030).